Event description:
The customer reported that there was a broken cable. The field engineer noted that there was an intermittent loss of the live image when the high voltage cable was flexed, thus making the system intermittently unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. The system operates as intended.